Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Investigation has been completed based on current info. Literature citation: roberto fernandez-buenaga & jorge l alio and laura pinilla-cortes and rafael I. Barraquer. Perioperative complications and clinical outcomes of intraocular lens exchange in patients with opacified lenses. Graefes arch clin - exp ophthalmol (2013) 251:2141-2146. (B)(4).

Event description:
In a literature article, the authors evaluated the perioperative complications and the outcomes of intraocular lens (iol) exchange in patients with opacified lenses. The study comprised 22 eyes from 21 patients who reported who reported major visual problems including loss of vision and light disturbances due to iol opacification which necessitated iol exchanges. Two of this manufacturers lenses were exchanged in two patients. The first patient had a complication of zonular dehiscence; there were no complications reported for the second patient. Anterior vitrectomy was performed in approx one third of the eyes, and the new iol had to be implanted in the ciliary sulcus in most patients. Three months following the exchange the bscva improvement was statistically significant and the final bscva achieved by the study patients was better that reported in most of the previous reports. In summary, iol exchange due to opacification is a problem many patients face and will continue to face. The study results show that, even with a high incidence of complication, iol exchange restores and significantly improves visual acuity of patients with opacified iols. There are two medical device reports associated with these events. This report is for the first patient.